Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # 845a52. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. The device was not returned. Visual analysis of the returned sample determined that one gst60g reload was received partially fired 1/3. In addition, 2 buttresses loose with some b-form staples were received. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 845a52, and no non-conformances were identified.

Event description:
It was reported that during the sleeve gastrectomy procedure on the first firing in case. The surgeon fired the device. Staples were deployed about 1/3 on the way out and the device stopped. The surgeon was able to return the knife and sled to the open position and open the gun. The device was reloaded six more times with successful firings. Buttress was used on all firings to include the one that did not fire and the six successful ones. Slr. No patient consequences were reported.